Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that this PICC catheter was placed under ultrasound guidance on (B)(6) 2026. During maintenance on june 8, there was a blockage in the catheter. Upon attempting to flush it, a distinct bulge was observed 3 cm along the catheter, rendering it unusable. No further details provided.